Event description:
The customer reported there was no image on the screen and test pattern when the camera was plugged in. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h4, h6, h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The cause of the reported event was determined to be a disconnection in the cable unit, resulting in noise and no image being displayed. Metal parts were exposed. The device evaluation also identified a water leak in the cable unit. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported there was no image on the screen and test pattern when the camera was plugged in. There were no reports of patient harm associated with this event.